Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and monarch product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A doctor reported that "something like a crack" occurred when pressure was applied to the cartridge during an intraocular lens (iol) implant procedure. The doctor indicated that he felt something firmer than usual and something strange when implanting the lens. A crack was also confirmed around the optic of the lens after implantation. The surgery was completed without product replacement.

Manufacturer narrative:
Product evaluation: an empty lens case and the cartridge were returned. The lens was not returned for an evaluation. Only a small amount of viscoelastic was observed in the cartridge. The tip has heavy stress lines, which may have been interpreted as the reported complaint. The tip is not cracked. The cartridge shows evidence of having been placed into a handpiece. The customer indicated the use of a qualified lens. The iol product history records were reviewed and documentation indicated the product met release criteria. It is unknown if a qualified viscoelastic was used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. The reported damage was not observed. Stress lines were observed which may have been interpreted as the reported complaint. The root cause is most likely related a failure to follow the dfu. Inadequate viscoelastic was observed in the cartridge. Stress lines are an expected occurrence with a lens delivery and do not denote a product malfunction. However, it can be more pronounced if there is an inadequate amount of viscoelastic between the lens and the cartridge lumen or if the lens is not positioned correctly. In addition, if the handpiece plunger is not positioned at the trailing optic edge it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens. The lens was not returned for an evaluation. The manufacturer internal reference number is: (B)(4).